Event description:
Boston scientific received information that during a routine device implant procedure, the patient with this device system went asystolic with pacing inhibition greater than two seconds as a result of the positioning of the right ventricular (rv) lead. The patient had previously exhibited a left bundle branch block. The physician was able to reposition the rv lead and the attending sales representative stimulated the patient with the pacing system analyzer (psa). No further complications were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.